Manufacturer narrative:
Additional information provided in section b5 describe event or problem and h10. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient was hearing beep tones from the device and an alert on the device was noted. This implantable cardioverter defibrillator was exhibiting high out of range shock impedance measurements, measuring greater than 200 ohms. Currently there are no episodes indicating artifacts on right ventricular sensing channel. Boston scientific technical services recommended additional testing. Additionally, the patient was seen in-clinic and during device check no abnormality was found. Provocation was performed whilst measuring live shock impedance and this remained between 44 and 55 ohms. The plan is to continue monitoring this patient. No adverse patient effects were reported. This device remains in service. The right ventricular lead is a competitor lead. Additionally, it was reported that this implantable cardioverter defibrillator recorded an alert on (B)(6) 2022 for high out of range pacing impedance measurement, measuring greater than 2479 ohms in the right atrial (ra) channel. Boston scientific technical services consultant recommended additional troubleshooting. No adverse patient effects were reported. This device remains in service. The right atrial lead is a competitor lead.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient was hearing beep tones from the device and an alert on the device was noted. This implantable cardioverter defibrillator was exhibiting high out of range shock impedance measurements, measuring greater than 200 ohms. Currently there are no episodes indicating artifacts on right ventricular sensing channel. Boston scientific technical services recommended additional testing. Additionally, the patient was seen in-clinic and during device check no abnormality was found. Provocation was performed whilst measuring live shock impedance and this remained between 44 and 55 ohms. The plan is to continue monitoring this patient. No adverse patient effects were reported. This device remains in service. The right ventricular lead is a competitor lead.